Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, mid right coronary artery (rca) while advancing, the 3.0 x 12 mm vision stent implant got stuck in the guiding catheter and separated from the balloon. A new device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement and stent break were confirmed. The reported difficult to position with the guiding catheter could not be tested due to the condition of the returned device. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty positioning with the guiding catheter, stent break and stent dislodgement; however, the reported physical resistance appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information received noted the stent delivery system met resistance during advancing in the anatomy and the stent implant dislodged inside the guide catheter. The device and stent implant were removed; stent strut damage was noted. No additional information was provided.